Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Device evaluation: analysis of the returned device identified; crease fold, wear abrasion, brown particles inner the shell and opening on posterior. Leak test and microscopic analysis was performed which identified; crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.